Manufacturer narrative:
Initial and final MDR (B)(4). - MDR device 2 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 3-june-2024, patient complained about 5 infusions sets fell off. Patient replaced infusion set and resumed insulin successfully. No further information available.